Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient was presented to the clinic, the right ventricular lead noise was observed on an nonsustained ventricular tachycardia episode. Noise was reproducible with isometrics. Lead revision will be discussed. No further information is available.